Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation, mmdg could not replicate or confirm the complaint. There is no indication that the complaint occurred as reported.

Event description:
The initial reporter stated that they had an issue with air bubbles in the tubing and they were unsure of the cause. They stated that the nurses would squeeze the medication bags during priming and they would find air bubbles in the tubing after they had primed the set. Mmdg did follow up with the initial reporter who stated that no patient had been involved. (B)(4).

Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned no investigation could be completed. This report will be updated if the device is made available to mmdg for evaluation.

Event description:
The initial reporter stated that they had an issue with air bubbles in the tubing and they were unsure of the cause. They stated that the nurses would squeeze the medication bags during priming and they would find air bubbles in the tubing after they had primed the set. Mmdg did follow up with the initial reporter who stated that no patient had been involved. (B)(4).